Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that syringes are leaking when used with maxzero, as well as in conjunction with a t-connector. Maxzero connector leaks when connected to a bd 3ml, 5ml or 10ml syringe, as well as, in conjunction with a t-connector.

Manufacturer narrative:
This MFR. Report # 2243072-2019-02124 is void. Complaint is not regarding the unspecified bd¿ syringe. Complaint is to be canceled as customer did not have issues with the 10ml syringes. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that syringes are leaking when used with maxzero, as well as in conjunction with a t-connector. Maxzero connector leaks when connected to a bd 3ml, 5ml or 10ml syringe, as well as, in conjunction with a t-connector.